Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard bc needle did not retract during device testing. The following information was provided by the initial reporter: it was brought to my attention by a few of the nurses just now that they are having issues with these angiocaths not retracting/advancing. I tried multiple different ones from this lot myself and had difficulty. Chris, can we investigate this? Currently having a pca go to every cart and clean utility to pull the angiocaths with the lot # ending in 805off the floor until we know more. I want to avoid someone getting stuck. Describe patient /(hcp) / user impact: could stick clinician and have to re-stick patients